Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the programmer booted up with a system error. Both upper and lower case handles are broken. Screw missing. Fan out of mechanical specification. (B)(4) cable out of electrical specification.

Event description:
The programmer and rf head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.